Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The device stopped discriminating and the patient received an inappropriate shock. Device reprogramming occurred and the rv lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned, but clinical data from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) occurred on 2013-(B)(6). Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. An unexpected shock occurred on 2013-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.